Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the event of additional intervention required.

Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) delivered 6 inappropriate shocks and 3 bursts of anti tachycardia pacing (atp) due to supraventricular tachycardia (svt). The episode was not isolated and therapy was exhausted. This device remains in service and it is not expected to return. After reviewing options, it was decided to reprogram the device. No additional adverse patient effects were reported.